Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 69 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient presented to the emergency room with shortness of breath, dark stools and hemoglobin of 7.3 g/dl. The patient¿s prothrombin time was 27.5 seconds, inr was 2.5, and partial thromboplastin time was 32 seconds. The patient was taking coumadin and 81mg of aspirin daily. The patient was transfused with 1 unit of packed red blood cells. The gastrointestinal (gi) service was consulted and a rectal exam was positive for occult blood. The patient continued on protonix, octreotide and anticoagulation. On (B)(6) 2017, the patient received a second unit of packed red blood cells. The patient remained stable and there were no signs of bleeding. On (B)(6) 2017, the patient prbc was discharged to home. Their hemoglobin was 10.0 g/dl, prothrombin time was 21.8 seconds, and inr was 2.0.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.